Event description:
Spontaneous call from pt stating her pump started making a strange sound towards the end of her last infusion. She stated it was a squishing sound that sounded like rubber on rubber. She stated that the remainder of the infusion seemed to try to push through the tubing faster. We determined that the spring in the device has likely worn out and a replacement pump was scheduled. No further information available. Reported to (B)(6) by pt/caregiver.